Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was detached. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the black box review show power on reset events on (B)(6) 2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. The returned pump was tested with the test battery cap and no stripped battery compartment threads and no compartment crack found. Power loss was duplicated due to the cap detaching. Initial reporter: (B)(6).